Event description:
It was reported that during the procedure on (B)(6) 2022 the doctor attempted to remove the lead but unable to do so because of scar tissues. The case was aborted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8207492.